Manufacturer narrative:
Zoll has received the product for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
As reported, the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing and archive data review. The root cause of the reported issue was the processor board (pca) failure, likely due to failed component(s). During visual inspection, the platform was examined and found a cracked top cover, front, and bottom enclosures, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The top cover, front, and bottom enclosures were replaced to address the physical damage. In addition, upon removing the front and bottom enclosures, unrelated to the reported complaint, noted that the channel diecast is heavily contaminated from the fluid and will need to be replaced. The root cause of the observed physical damages is likely attributed to user mishandling. The channel die-cast was replaced to address the observed physical damage. The archive data review indicated system error 132 (internal watchdog timeout), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device during the service at zoll chelmsford service depot. Therefore, the reported complaint was confirmed. The autopulse vision software was used to clear the system error on the autopulse platform before sending the autopulse platform to zoll san jose for further evaluation. The autopulse platform passed the functional testing without any fault or error when the device was returned to the zoll san jose service depot. The defective processor board (pca) was replaced to remedy the ua132 error, as the processor board may have had some intermittent technical problems that could not be directly identified during the functional testing. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).